Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had blank display. The customer also reported that their was a low battery alert also and battery cap neither damage nor corroded. The customer¿s blood glucose level was 188 mg/dl. The insulin pump will not be returned for analysis.